Event description:
It was reported "iabc ruptured". Additional informaiton states that the iab catheter "iabp was removed at the bedside and pressure was applied until hemostasis". The catheter was not replaced. The customer also reported that the patient is currently deceased. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the teflon sheath was noted on the iabc; liquid blood was not-ed within the sheath sidearm. The one-way valve tether was noted cut; the one-way valve was not returned with the sample. The supplied 40cc inflation driveline tubing was connected to the short driveline tubing; dried/liquid blood was noted within the inflation driveline tubing. The supplied arterial pressure tubing was connected to the iabc luer end; clear fluid was noted within the ap tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried/liquid blood was noted within the helium pathway. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0065in and was within specification of process document. The fos (sc) connector was connected to the iabp and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Two leaks were immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed from approximately 17.1cm to 18.8cm from the iabc distal tip; the full thickness abrasions to the bladder were noted at two different locations at approximately 17.4cm and 18.4cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for the "ruptured iabc" is confirmed. During investigation, the intra-aortic balloon catheter (iabc) bladder was found with the full thickness abrasion at two different locations. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. The damaged bladder allowed blood to enter the helium pathway. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "iabc ruptured". Additional informaiton states that the iab catheter "iabp was removed at the bedside and pressure was applied until hemostasis". The catheter was not replaced. The customer also reported that the patient is currently deceased. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).